Manufacturer narrative:
7/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an auxilla flap procedure, the needle broke. The surgeon applied another product to complete the procedure without pt injury.